Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Reportedly, customer updated the pump software to address the issue and continued to use pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.